Event description:
The customer reported the au5800 clinical chemistry analyzer generated false erratic patient results for sodium (na), potassium (k), and chloride (cl). The customer reported the issue directly to china national medical products administration (nmpa) adverse event system. The customer did not provide patient data or demographics, the exact number patients affected is unknown. There was no report of change to treatment, injury, or death associated to this event.

Manufacturer narrative:
A beckman field service engineer (fse) was dispatched to the customer site to evaluate the analyzer. The fse while onsite confirmed while onsite that the electrodes in use were expired and onboard beyond six months. The cause of erroneous results was identified as use error, due to using electrodes beyond six months. Per au5800 chemistry analyzer IFU, p/n a98352ac september 2015, chapter 6 maintenance-as needed maintenance-replace the na k or cl electrode: "replace the electrode when calibration or selectivity check results are out of range, and troubleshooting has been performed. Replacement of the electrode at every 40,000 samples or every six months ensures continuous and reliable electrode performance without unexpected analyzer down-time. If the electrodes have deteriorated, the system cannot obtain accurate analysis results." The customer replaced the na, k and cl electrodes to resolve the issue. Performed system verification successfully without further issues. The system returned to normal operation. Section a2, a4, and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter identifier (B)(4).